Manufacturer narrative:
There is no evidence that a malfunction of the device occurred. The customer will receive a new device with correct primary language. The customer's device will be returned to stryker. The cause of the reported issue was determined to be due to the picking error during organizing shipment.

Event description:
The customer contacted stryker to report that their device has wrong primary language. Without voice prompts on the correct language, a lay user would not be able to follow the audible instructions on how to properly use the device on a patient which could delay therapy. There was no report of patient use associated with the reported event.